Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material inside the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no nozzle deformation observed that might result in the retention of foreign material and the facility device cleaning/reprocessing information was confirmed to have been implemented in accordance with the IFU additionally, the observed foreign material at the distal end light guide cover could not be identified however, due to the observed cover damage/deformation, it is possible that proper device reprocessing could not remove the material. The issues may be detected/prevented by following the instructions for use section(s) below: gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the light guide lens and nozzle. There were no reports of patient involvement.